Event description:
A falsely low troponin result was obtained on the dimension xp and hm analyzer. The result obtained was 0.02 ng/ml. The result did not match previous results for troponin and the sample was repeated. The repeated result wa 1.15 ng/ml. There was no adverse health effects since the falsely low troponin result was not reported. A dade behring representative made mechanical adjustments to the sample probe to correct the problem.